Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified brachial vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form upon second inflation at 6 atm for 2 seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.